Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 6pm with blood glucose going from 300 mg/dl down to the 20's mg/dl. Customer went into the hospital due to veins popping in eye and arm. Nature of treatment. Findings: baby aspirin twice a day, and to monitor and see an eye doctor. Customer will be giving herself a bolus and it will stop for no reason, takes reservoir out and it smells like insulin. Shining light through frame. Push all the buttons for a bolus, did not get to send bolus number correctly. The back screen which is black, it seems like when they put this model together has white coming from the background. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test, no prime/seating anomaly noted during testing. Insulin pump was programmed with multiple boluses. All boluses delivered properly and were listed in the bolus history screen. No unexpected led anomaly/back light anomaly or display anomaly noted during testing. Unit passed self test. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. Unit received with cracked retainer, minor scratched display window and scratched case.